Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an unexpected restart alarm. Customer also reported that insulin pump was not able to rewind. Customer's blood glucose was unknown. Customer was not able to troubleshoot and would call back.